Manufacturer narrative:
(B)(4). (B)(6). User facility listed in initial reporter. (B)(4).

Event description:
According to the reporter, during the ileorectal anastomosis, it was not possible to staple: the staples couldn't release. Attempts to staple lead to a rectal tear. Resection had to be widened to 10cm to make the anastomosis. The surgery time was extended to an hour. Another stapler was used to complete the procedure. It was unknown whether reinforcement material was used.

Manufacturer narrative:
(B)(4). The device was returned on (B)(6) 2016.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one stapling device opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be not tilted and attached to the instrument. However, the safety was observed to be broken. Functionally, the device was reloaded with a full complement of staples and applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely and the staple line was properly formed. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported condition. Based on the product analysis, the failure was not confirmed to be attributed to the reported event. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.